Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the 15mm connector size 4.0mm is broken from its distal end, no splinters nor bubbles were observed in the edges of the breakage, a dimensional test was conducted outer diameter of the distal end of the connector was measured 0.211 this reading is within specification (0.214 +/- 0.010 inches) according to drawing dc00103621 rev d, inner diameter of the connector was measured 0.160 inches this reading is within specification (0.157 +/- 0.003 inches) according to drawing dc00103621 rev d, no damage was observed on the pilot balloon, an inflation/deflation test was performed on the inflation system and no defect was observed at the time of inflation nor deflation, the failure mode connector broken is confirmed. It was reported that the endotracheal tube's pilot valve had a breakage during the procedure. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. A review of the device history records found potentially contributing factors from the manufacturing process. The instructions included with this device provide the following guidance: if shortening of the endotracheal tube by cutting is considered, the tube should be cut and the connector reinserted prior to intubation. Tubes with 15mm connectors that cannot be removed with reasonable manipulation are not suitable for cutting. Always assure the connector is firmly seated in both the tracheal tube and the breathing circuit to prevent disconnection during use. The 15mm connector is seated so that it can be removed with effort if pre-cutting of the tube is desired. Follow the suggested directions for use to evaluate the tube and connector for suitability if pre-cutting is considered. Always assure the connector is firmly seated in both the tracheal tube and the breathing circuit to prevent disconnection during use. Non-standard dimensioning of some connectors on ventilatory or anesthesia equipment may make secure mating with the tracheal tube 15mm connector difficult. Use only with equipment having standard 15mm connectors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the endotracheal tube's pilot valve had a breakage during the procedure. There was no patient harm.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.